Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/20/2023, it was reported by a sales representative via email that an ar-2324bcctt biocomposite swivelock c anchor broke during insertion. This was discovered during an rcr procedure on 10/20/2023. The case was completed using another anchor. Additional information received on 10/20/2023: all the broken fragments were retrieved from inside the patient, and the case was completed using another ar-2324bcctt biocomposite swivelock c. The case was not delayed, and no additional anesthesia was needed. The patient did not suffer any negative effects or harm due to anchor breakage.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.